Event description:
The dealer states that the unit is shutting down, the dealer is not aware of any alarms going off.

Event description:
The dealer states that the unit is shutting down, the dealer is not aware of any alarms going off.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Manufacturer narrative:
(B)(4). The device was evaluated by the returns department which found that the 4-way valve is leaking.